Event description:
It was reported that a chest x-ray prior to an ablation procedure showed that the atrial lead was most likely in the pericardial space. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2003. (B)(4).